Event description:
The clinic reported that a laser vision correction patient presented with striae in left eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.50 x -.75 x 0. Left eye pre-op 20/20 -3.25 x -.75 x 10. On (B)(6) 2015, patient returned to center for a 1 months follow up appointment and epithelial ingrowth was noted in left eye nasally 1.5mm wide x 3mm tall. Again, it was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Flap lift and rinse performed. A visit 5 days post flap lift patient presented with trace diffuse lamellar keratitis (slk) superiorly in left eye. Patient reported that vision was improving, but left eye was light sensitive. A bandage contact lens was replaced, pred acetate every 2 hrs for 3 days then 4 times a day until next visit. Symptoms are not interfering with daily activities.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.